Manufacturer narrative:
Summary of analysis: the unit displayed the "low battery message" due to depleted battery. Examination of the battery showed it to be defective.

Event description:
The battery was depleted. A pt was not involved in this event.